Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was not confirmed as the product was not returned for analysis. The submitted system controller event log file contained approximately 2 hours of data ((B)(6) 2023 from 07:59:33 ¿ 09:42:37), and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2023 per the timestamp). The data in the log files did not indicate any issues with the modular cable. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7949828, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had atypical power cable disconnect alarms while connected to wall power and battery power. The alarm light illuminated on the black power lead. There was significant wear and tear on the controller power leads and the modular cable. Both products were exchanged. Despite the reported damage to the modular cable, there were no unusual events recorded in the log files that indicate any alarms were caused by this damage. The battery and battery clip connections were also cleaned with an alcohol wipe. No further alarms have been noted. Related MFR: 2916596-2023-06445.